Event description:
It was reported the insulin pump alarmed motor error three times. Customer's blood glucose was 10.6mmol/l. The device was not exposed to a high magnetic field. Customer wasn't using the sensor feature recently. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump was unable to prime during the prime test due to protruded or loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.